Event description:
Caller stated that medical attention was sought on (B)(6) 2019 at his home. Caller reported that the meter is reading higher than normal. Caller stated the meter read 96 mg/dl and he passed out and started to have a seizure with cold sweats 2 minutes later and she proceeded to call 911. Paramedics arrived within 5 minutes and their meter read 32 mg/dl. No medication was given while waiting for paramedics due to the end-user being seizing and being unresponsive. Paramedics gave the end-user a glucose solution by IV. End-user was not transported to the hospital. Paramedics advised him to eat something when they left. Caller is unsure of what his blood glucose was when the paramedics left.